Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-62-user had poor technique. (B)(4). Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call;customer's condition has improved, and is no longer experiencing symptoms. Customer states he went to a local clinic on (B)(6) 2018 and was given oral medication (metformin). His blood glucose reading was 313 mg/dl non-fasting and he was released on (B)(6) 2018.

Event description:
Consumer reported complaint for dashes displayed accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst, blurry vision, feels tired, and has frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed is stored by customer according to specification in the location. During the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of 232 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is unknown.the meter memory was not reviewed for previous test result history. Customer called in states the meter only displays three dashes on the screen. Asked customer to turn the meter on and states he sees three dashes. Walked customer through a proper testing technique and meter read 232 mg/dl fasting. Customer also states his tongue is white. Customer was at the local (B)(6) and only spoke spanish. Spoke with pharmacist and informed her of the symptoms and the white tongue and that he was instructed to call 911 or to go to his doctor's office.